Event description:
A patient reported delayed and laggy screen when buttons were pressed. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.